Event description:
The reporter contacted animas on (B)(6) 2014 reporting a prime issue. The patient's pump history shows repeatedly small prime volumes. The patient was unsure if they had insulin coming into tubing, but they reported they saw drops coming out the end of the tubing when they primes. The pump was recording primes less than 5 units. There is no reported adverse event with this complaint. This report is made based on the allegation of the prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.